Event description:
Nurse inserted a bd nexiva IV catheter in the patient and when she withdrew the needle from the catheter, the grey safety component fell apart leaving the needle exposed. No one sustained an injury from the exposed needle. This occurred on 2 separate occasions.====================== health professional's impression======================malfunction====================== manufacturer response for closed IV catheter system, bd nexiva hf======================haven't heard back yet